Event description:
It was reported that during a ptca procedure involving a lesion located in the left anterior descending (lad) coronary artery, the forte floppy guidewire broke during advancement within the guide catheter. The physician was able to capture the guidewire and the guide catheter and they were removed together as one unit without incident. The procedure was successfully completed with another device. No pt injuries or complications were reported. Pt status is reported as 'fine'.

Manufacturer narrative:
The wire has not been returned for analysis as of the date of this report.